Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The customer alleged a burn with the temperature issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a voltage drop or excessive battery usage. The pump powered with the returned battery cap. The battery cap was able to fully tighten. The current draws were found to be within specification. There was no evidence of excessive pump temperature duplicated during investigation. The pump case was removed and the pump was disassembled and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2, 20-march-2017- correction to serial#.